Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient complain of loss of vision. The patient diagnosed with endophthalmitis. On ultrasound sonography (usg), it was not posterior but around the iol. Surgeon has started medical treatment. Additional information was received stating the iol has not been explanted and surgeon revealed it was not infection but inflammation around the iol. After sudden vision loss patient started with intravitreal glycopeptide antibiotics + cephalosporins and topical medication. Patient also started with systemic steroid. The patient's issues not yet fully resolved.